Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alerted calibration error, change sensor, and bad sensor. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 335 mg/dl. The customer took the sensor off and found the cannula to be slightly bent. The customer was advised that the sensor should be replaced and returned for analysis.